Event description:
The physician tried to push the visi-pro stent though the proximal portion of the lesion after predilatation with a 5mm balloon. The stent would not go through. When removing the stent, the physician noticed that the visi-pro stent had been dislodged. The physician proceeded to use a snare to successfully extract stent. No injury to the patient reported.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Eval summary: discarded at the hospital.